Event description:
It was reported that during a procedure of the circumflex artery, after pre-dilatation with a 2.5 mm x 30 mm unspecified balloon the xience v stent delivery system (sds) was attempted but could not cross the target lesion. A buddy guide wire was advanced but the xience v sds could not cross. The device was removed from the anatomy and a 2.75 mm x 15 mm unspecified balloon was used for additional pre-dilatation of the lesion. The xience v sds was again advanced but could not cross the lesion. A non-abbott guide catheter extension was positioned and the xience v sds was attempted unsuccessfully to cross the lesion. It was noted that a discreet density was seen at the lesion and the stent implant had dislodged off the balloon in the anatomy. An unsuccessful attempt was made to expand the stent with the balloon. A snare device was used to retrieve and remove the stent implant from the anatomy without issue. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter extension: guideliner. The xience v stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the lesion was pre-dilated multiple times, which suggests the lesion was difficult and contributed to the reported difficulty. Additionally, the sds was re-inserted into the patient anatomy after several failed attempts to cross. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely an interaction with the lesion during the multiple attempts to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulty. Subsequent interaction of the sds within the patient anatomy would have then led to the stent dislodgement. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.